Event description:
It was reported that the intra-aortic balloon (iab) was inserted; however, would not fully inflate. They tried repurging and other methods but the balloon did not open. The physician removed the catheter, inserted another iab-s730c and it opened fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.